Event description:
It was reported that patient underwent an l4-5 tlif spinal fusion using rhbmp-2/acs using a posterior approach. It was reported that imaging studies showed that patient developed uncontrolled bone growth resulting in nerve compression at or near where the rhbmp-2/acs was implanted. Patient now suffers from severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish. No further information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with pre operative diagnosis of severe spinal stenosis at l4-5 with a centrally herniated disc, foraminal stenosis and a listhesis grade 1. Motor weakness left leg with numbness and weakness of dorsiflexion, left and underwent following procedures: l4-5 posterior lateral spinal fusion l4-5 tlif procedure right iliac crest graft supplemented with local bone graft and rhbmp-2/acs sponge. Anterior inter-body cage placed at l4-5. Nim emg monitoring per operative report ¿¿ a sharp awl was used to identify the pedicle at l4 and l5 and then 6.5 x40 mm screws were placed 4 times. Ap and lateral x-rays showed good position of the screws. A facetectomy was done at l4-5 on the left side for placement of the cage. After removal of the disc and decortication of endplates, the wound was thoroughly irrigated out and trials were placed into the disc space and appropriate 14 mm cage was sized. Next, bone graft was taken out and it was morsellized from the decompression and was placed anterior along with an rhbmp-2/acs sponge. It was also placed inside the cage. The cage was placed in the disc space and impacted and rotated around and ap and lateral x-rays showed good position. Compression was re-accomplished . The plugs were sheared off times four and then a crosslink was placed and it also had its plugs sheared off and was tightened to proper degree. Next additional bone graft which had been harvested was taken and basically filtered into the lateral gutters from l4-5 along with the rhbmp-2/acs and there was a copious and this was supplemented with allograft. Patient tolerated the procedure well and there were no complications.¿ findings: prior to final closure, kit should be noted that the area in the axilla of the nerve root anteriorly was sealed with tisseel in the area of the cage insertion and again there was no active csf leakage noted.